Event description:
During the atrial fibrillation ablation procedure, the sheath was inserted into the right atrium. Prior to septal puncture and catheter insertion, when negative pressure was applied for flushing, air was aspirated. Despite multiple attempts, the air could not be completely removed. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. There was no air movement into the patient's body. The device inserted directly into the hemostasis valve was the included dilator. No additional venipuncture was performed when the introducer was replaced. No resistance was noted when the dilator was inserted into the sheath's hemostasis valve. The dilator was inserted into the sheath prior to the insertion of the transseptal needle, and it was used correctly as per the procedure.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.